Event description:
This spontaneous case was reported by a consumer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), abdominal pain lower ("cramps,"), eczema ("eczema"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the perforation, abdominal pain, pelvic pain, abdominal pain lower, eczema, headache and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, eczema, fatigue, headache, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), irritable bowel syndrome ('irritable bowel syndrome') and scar ('scar tissue killing part of my intestine') in a 44-year-old female patient who had essure (batch no. 958703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis acute and dyskinesia. Previously administered products included for an unreported indication: ortho tri-cyclen, micronor and camila. Concurrent conditions included migraine. Concomitant products included hyoscyamine sulfate (levsin) from (B)(6)2016 to (B)(6)2016 and ibuprofen since 1990. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)2012, the patient experienced rash ("rashes or skin conditions type: break outs around my nose"). In (B)(6)2012, the patient experienced fatigue ("fatigue"). In (B)(6)2014, the patient experienced headache ("headaches"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods/ painful cramping/menstrual pain"). On (B)(6)2016, the patient experienced irritable bowel syndrome (seriousness criterion medically significant), 3 years 6 months after insertion of essure. In (B)(6)2016, the patient experienced visual impairment ("vision/eye problems type: vision changes, within 2 months I needed a prescription change"). On (B)(6)2016, the patient experienced biliary dyskinesia ("other injury(ies) or complication(s) please describe: biliary dyskinesia."). In (B)(6)2017, the patient experienced tooth disorder ("dental problem"). On (B)(6)2017, the patient experienced pelvic adhesions ("reproductive system disorder or condition type of disorder or"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain lower ("cramps,"), eczema ("eczema") and scar (seriousness criterion medically significant). The patient was treated with surgery (bowel resection, bowel resection, small bowel enterotomy with decompression , appendectomy and surgery to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the perforation, pelvic adhesions, abdominal pain lower, eczema, headache, fatigue, mood swings, migraine, visual impairment, biliary dyskinesia and scar outcome was unknown, the irritable bowel syndrome, abdominal pain and tooth disorder was resolving and the pelvic pain, rash and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, biliary dyskinesia, dysmenorrhoea, eczema, fatigue, headache, irritable bowel syndrome, migraine, mood swings, pelvic adhesions, pelvic pain, perforation, rash, scar, tooth disorder and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total occlusion of fallopian tube bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. New event from patient social media: scar was added. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") in a 44-year-old female patient who had essure (batch no. 958703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis acute and dyskinesia. Previously administered products included for an unreported indication: ortho tri-cyclen, micronor and camila. In (B)(6), the patient experienced rash ("rashes or skin conditions type: break outs around my nose"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced the first episode of headache ("headaches"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 3 years 6 months after insertion of essure, the patient experienced irritable bowel syndrome (seriousness criterion medically significant). In (B)(6), the patient experienced visual impairment ("vision/eye problems type: vision changes, within 2 months I needed a prescription change"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), abdominal pain lower ("cramps,"), eczema ("eczema"), fatigue ("fatigue"), the second episode of headache ("headaches") and tooth disorder ("dental problem"). The patient was treated with surgery (surgery to remove the essure) and surgery (bowel resection). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, abdominal pain lower, eczema, fatigue, mood swings, migraine, the last episode of headache and visual impairment outcome was unknown, the irritable bowel syndrome, abdominal pain and tooth disorder was resolving and the pelvic pain, rash and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, eczema, fatigue, irritable bowel syndrome, migraine, mood swings, pelvic pain, perforation, rash, tooth disorder, visual impairment, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total occlusion of fallopian tube bilaterally. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Events mood swings, migraines, headaches, rash, dental problems, dysmenorrhea, vision changes, irritable bowel syndrome were added. Lot number & lab data , concomitant & historical conditions drugs were added. Product incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") in a 44-year-old female patient who had essure (batch no: 958703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis acute and dyskinesia. Previously administered products included for an unreported indication: ortho tri-cyclen, micronor and camila. Concurrent conditions included migraine. Concomitant products included ibuprofen since 1990. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: break outs around my nose"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced headache ("headaches"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced irritable bowel syndrome (seriousness criterion medically significant), 3 years 6 months after insertion of essure. On (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems type: vision changes, within 2 months I needed a prescription change"). On (B)(6) 2016, the patient experienced dyskinesia ("other injury(ies) or complication(s) please describe: biliary dyskinesia."). On (B)(6) 2017, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), abdominal pain lower ("cramps,"), eczema ("eczema") and pelvic adhesions ("reproductive system disorder or condition type of disorder or"). The patient was treated with surgery (bowel resection and surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, abdominal pain lower, eczema, headache, fatigue, mood swings, migraine, visual impairment, pelvic adhesions and dyskinesia outcome was unknown, the irritable bowel syndrome, abdominal pain and tooth disorder was resolving and the pelvic pain, rash and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dyskinesia, dysmenorrhoea, eczema, fatigue, headache, irritable bowel syndrome, migraine, mood swings, pelvic adhesions, pelvic pain, perforation, rash, tooth disorder and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results: total occlusion of fallopian tube bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received- new events added: bilateral pelvic adhesions, other injury(ies) or complication(s) please describe: biliary dyskinesia were added. Concomitant condition and drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") in a 44-year-old female patient who had essure (batch no. 958703) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis acute and dyskinesia. Previously administered products included for an unreported indication: ortho tri-cyclen, micronor and camila. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced rash ("rashes or skin conditions type: break outs around my nose"). In 2014, the patient experienced headache ("headaches"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced irritable bowel syndrome (seriousness criterion medically significant), 3 years 6 months after insertion of essure. In 2016, the patient experienced visual impairment ("vision/eye problems type: vision changes, within 2 months I needed a prescription change"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), abdominal pain lower ("cramps,"), eczema ("eczema"), fatigue ("fatigue") and tooth disorder ("dental problem"). The patient was treated with surgery (bowel resection and surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, abdominal pain lower, eczema, headache, fatigue, mood swings, migraine and visual impairment outcome was unknown, the irritable bowel syndrome, abdominal pain and tooth disorder was resolving and the pelvic pain, rash and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, eczema, fatigue, headache, irritable bowel syndrome, migraine, mood swings, pelvic pain, perforation, rash, tooth disorder and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total occlusion of fallopian tube bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.